Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter. During the procedure, the physician used a 3max reperfusion catheter and a 5max reperfusion catheter coaxially; however, the physician experienced resistance. The 3max reperfusion catheter became fractured approximately 100 cm from distal tip. The physician removed the 3max reperfusion catheter and used a new one to complete the procedure. There was no adverse effect reported on the patient.

Manufacturer narrative:
Result: the 3max catheter was stuck inside of the 5max catheter. The catheters were fractured approximately 16.5 cm from the hub of the 5max catheter. The 3max catheter is exposed approximately 9.0 cm out of the distal tip of the 5max catheter. The 3max catheter is also exposed approximately 14.5 cm out of the proximal end of the 5max catheter. Conclusion: the compliant has been evaluated. The complaint indicates that a 5max catheter and a 3max catheter were used coaxially and resistance was encountered. The 3max catheter became fractured approximately 100 cm from the distal tip. Evaluation of the returned devices confirmed a fracture in the 3max catheter and the 5max catheter. The cause of the resistance described in the complaint cannot be determined from the description of the event or the returned devices however, it may have been the result of tortuous patient anatomy. The 3max catheter fractured due to force placed on the device in excess of the tensile strength of the catheter material when attempting to overcome the resistance. There is no evidence of a device malfunction. The break in the 5max catheter was not described in the complaint and was likely the result of handling after the catheters were removed from the patient. These devices are 100% visually inspected during packaging. In addition, all lots are tested for tensile strength an all tested units in these lots met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.